Event description:
A report was rec'd via FDA's medical products reporting program that a pt reported developing fusarium keratitis in the left eye while using renu with moistureloc multi-purpose solution. The pt used the product for eleven months in 2005. The reported date of event is 2005. The pt was prescribed unspecified anti-fungal drops every hour. The drops were discontinued approx two months later. The pt had impaired vision, could not drive, and lost time from work. The pt developed a corneal scar. Approx seven weeks later, the pt could still not wear contacts and was under treatment with an eye dr. No further info was provided, and attempts to obtain add'l info from the pt have been unsuccessful.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate, there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.